Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device history logs indicated the first occurrence of not shocking was due to the end user pressing the shock button on the paddles immediately after the previous shock was successfully delivered. The second occurrence of not shocking was due to the end user attempting to shock via the device shock button while paddles were connected, and the device prompted the user to use the paddle discharge buttons located on the paddles. This claim has been closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.